Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was difficult to activate. Reportedly, the customer needed to press the wake button multiple times before the pump screen turned on. Customer¿s blood glucose was not impacted. Reportedly, a stylus pen was used to activate the wake button at the time of the report. The customer continued to use the pump for insulin therapy.